Manufacturer narrative:
E.1. Initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture, cable and main body had fluid invasion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had noise on the image during sedation (device outside patient) for a therapeutic transurethral resection of bladder tumor procedure, that was completed with the same device. There were no reports of patient harm.